Event description:
Boston scientific received information that this atrial lead was exhibiting increased impedance measurements from 500-2100 ohms and rising threshold measurements. The caller suspects a possible lead fracture. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Additional information was received over one year after the initial observations were reported confirming this lead was still exhibiting high, out of range pacing impedance measurements which had exceeded 2500 ohms over the past year.

Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller. The patient will be brought back in three months to re-evaluate the lead. This product issue will be updated if additional information is received.